Manufacturer narrative:
Batch review performed on 02 december 2021: lot 123980: (B)(4) items manufactured and released on 08-jan-2013. Expiration date: 2017-11-30. No anomalies found related to the problem. To date all the items of the same lot have been sold without any similar reported event since 01-jan-2017. Clinical evaluation performed by medical affairs director 8.5 years after primary cementless dm tha the patient feels groin pain and the surgeon decides to remove the cup. The stem is found well fixed and in good bone. The cup position looks slightly protruding laterally, perhaps because a large diameter cup was used, and this might be the source of the pain, but of course other factors may have determined the adverse reaction. As there is no radiographic history, it is also possible that the cup migrated from its original position: according to report, the cup was not really well integrated. The root cause for this adverse event cannot be determined with the information at hand.

Event description:
Revision surgery at 8 years and 7 months after primary surgery due to groin pain. During the revision it was recognized that the shell was loose. The surgeon revised successfully the shell, liner and head.